Event description:
A pump declared an altitude alarm, but there was no adverse impact on the customer¿s blood glucose level. The altitude alarm issue had not previously been reported by the customer within the past month and did not cause the customer's insulin to be suspended, as it occurred on a previous day. Technical support provided tips to prevent future altitude alarms, which the customer understood and acknowledged. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation.